Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/20/2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2013 with the following findings: the pump¿s history showed multiple call services alarms on the reported event date. During evaluation, the pump powered on and displayed the screen normally. The pump was exercised for 24 hours with no display issues or alarms. The pump was opened and no damage was found to the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.